Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 2 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, large needle drivers x2, prograsp forceps, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a bowel perforation that was not detected at the time of the original surgery. Although a trocar injury at the beginning of the surgery is suspected to be a potential cause of the injury, the exact cause of the injury and how it happened is unknown. The patient eventually died possibly secondary to this injury. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. .

Event description:
It was reported that after a da vinci-assisted partial nephrectomy procedure, the patient was found to have a small bowel perforation and expired on post-operative day (pod) 2. The partial nephrectomy surgery was reported to be difficult for unspecified reasons and the operation time was long. There was intra-operative bleeding with an estimated blood loss of 1,600 ml; however, the procedure was completed without other issues. No da vinci product issue was noticed intra-operatively. On pod1, the patient complained of abdominal pain. Emergency surgery found a small intestine perforation. The surgeon stated it was not known when the perforation occurred. The patient expired the following day. The surgeon reported that the relationship between the event and the da vinci products used is unclear. It was further stated by the surgeon that there is a possibility that it was perforated when the first port was inserted, or that the small bowel was caught when the wound was closed, and ¿it is possible that something happened with da vinci during the procedure¿. The official cause of death was unknown.